Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, the proximal conductor was distorted, the inner insulation was kinked/buckled, the outer insulation had a cosmetic cut, the distal conductor connector pin was bent, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; the analyst noted that the lead was returned stretched and the inner insulation buckled, which prevented the helix from extending/retracting; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, there was positioning/fixation difficulty and difficulty in getting the helix to extract/retract. The lead was not used and was replaced. No patient complications have been reported as a result of this event.